Event description:
The manufacturer received a voluntary medwatch (mw5105384) alleging a bilevel positive airway pressure (bi-pap) device's sound abatement foam became degraded. The patient alleged having sinus issue and ear tenderness. The patients is on antihistamines and decongestants. The patients also alleged the tissue around the eyes permanently damaged due to swelling for sinus. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received a voluntary medwatch (mw5105384) alleging a bilevel positive airway pressure (bi-pap) device's sound abatement foam became degraded. The patient alleged having sinus issue and ear tenderness. The patients also alleged the tissue arround the eyes permanently damaged due to swelling for sinus.these events are assessed as related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The patients is on antihistamines and decongestants. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.